Event description:
Report rec'd from (B)(6) stating that the device had damaged bearing. It is unknown if the device was used during surgery. It is unknown if patient or user injury occurred. It is unknown if delay or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).